Event description:
It was reported the customer was experiencing a high blood glucose of 417 mg/dl. Customer had treated their high blood glucose with the insulin pump. The customer also reported a broken belt clip. No add'l info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.